Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one patient sample. The initial result was 0.183 ng/ml, accompanied by a data flag; which was reported outside of the laboratory. The patient was admitted to the hospital based on the tnt stat result, and was given heparin and plavix. The patient had a negative "EKG". The patient had a second sample for tnt stat that was drawn six hours later. The result of the second sample was < 0.010 ng/ml. The initial sample was repeated and generated a result of < 0.010 ng/ml. The sample was repeated again and generated a result of 0.233 ng/ml. The customer repeated the initial sample a third time and generated a result of < 0.010 ng/ml. An additional tube from the initial sample draw was also tested and generated a result of < 0.010 ng/ml. The customer then poured off three aliquots of the original sample and tested them. All three aliquots generated a result of < 0.010 ng/ml. The customer deemed the negative results to be the correct results. The customer also indicated that the sample was sent out for testing and was confirmed negative. The customer refused to provide further information regarding the patient's current condition. On further follow up, the customer indicated they could not verify what medications the patient received and they also could not confirm the negative "EKG". The lot of tnt stat reagent in use was 17328701, with an expiration date of 07/31/2014. The field service representative (fsr) found the s/r probe loop tubing was damaged. He replaced the s/r probe loop tubing. The customer performed qc, with results meeting specification. The fsr noted that the customer was not using the recommended rack adapters. He also noted that there was evident sample tube tipping in multiple racks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.